Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise and high pacing threshold was confirmed in the laboratory via bench testing. Analysis identified no sensing, high pacing lead impedance, and no pacing on the ventricular channel due to a break in the v-tip header wire.

Event description:
It was reported that high pacing threshold and rv lead noise were detected. The rv lead measurements were normal through the psa. The device was explanted and replaced.